Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies were changed multiple times. During pump system check with tandem technical support (cts), air bubbles were observed in the tubing. Cts instructed the customer to prime out the air. Blood glucose was 317 mg/dl and an insulin injection was administered to address bg.